Manufacturer narrative:
The insulin pump alarmed during prime test due to loose/protruded drive support disk. Motor error alarms were not verified due to compromised force sensor system alarms. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. He then changed the set and the battery, which the device then alarmed compromised force sensor system. Customer's blood glucose was 212 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.